Event description:
Discordant immunoglobulin m_2 (igm_2), results were obtained on an advia 2400 for 1 patient. The results were reported to the physician. The physician questioned the results. Due to the patient's history, the physician expected a result of approximately 30 g/l. Subsequent electrophoresis on the sample yielded a confirmatory result of 29 g/l. There were no reports of adverse health consequences or known patient interventions due to the discordant igm_2 results.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer was not dispatched to the customer site. This appears to be a case of possible sample interference. No further conclusion can be drawn at this time.